Event description:
It was reported that the patient experienced a high blood glucose event on (B)(6) 2026 due to a kinked cannula resulting from the patient's thin body habitus; the event was treated with multiple daily injections (mdi). The infusion set had been inserted in the abdomen, and symptoms were noticed within three hours of insertion.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.